Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2016 by arthroscopy: the journal of arthroscopic and related surgery, vol 32, no 12 titled ¿acute proximal anterior cruciate ligament tears: outcomes after arthroscopic suture anchor repair versus anatomic single-bundle reconstruction.¿ the study reviewed twenty-one (21) patients who underwent knee procedures to treat acl/pcl instability using arthrex pushlock devices. Three (3) patients were documented to have experienced recurrent instability resulting in a joint instability during the follow-up period. Ref: achtnich, a., et al. (2016). "Acute proximal anterior cruciate ligament tears: outcomes after arthroscopic suture anchor repair versus anatomic single-bundle reconstruction." Arthroscopy 32(12): 2562-2569.